Manufacturer narrative:
Follow up #2 09/12/2014. Device evaluation: the device has been returned to animas and was evaluated on (B)(4) 2014 with the following findings: there was an unexplained pump reboot event on (B)(6) 2014 that was observed in the device¿s history. The battery compartment was found to be cracked at the threads and there was evidence of moisture present. The battery cap was not returned with the pump, so a test battery cap was used and able to attach appropriately to the pump. The pump performed a 24 hour duration test with no power interruptions duplicated. A leak test confirmed the battery compartment leak. There was evidence of internal moisture on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 date of submission 06/24/2014:additional information:evidence of moisture corrosion was in the battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked and the pump was experiencing an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.